Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out high lead impedance was observed. Flouroscopy showed externalized conductors and a fracture was noted. Physician suspected subclavian crush. Lead was capped and replaced.